Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to [reply de or sr] models approved under [p950029]. Analysis pending.

Event description:
After the implant procedure, programmer blocked when tests were being performed. It was impossible to shutdown the programmer; a message indicating that one task was being performed. The programmer was unplugged, which finally permitted tests to be done.